Event description:
The reporter stated the surgeon implanted a aa4203tl silicone single piece lens with toric optic. The lens was implanted in the patient's right eye on (B)(6) 2013. Due to lens rotation and impaired vision, the lens was explanted and exchanged on (B)(6) 2014. Adverse event was observed on (B)(6) 2013. The lens was exchanged with a non-staar lens. Patient impaired by 20/200 vision. Date of post-op (B)(6) 2014 va: 20/40 ucva. Patient current condition with the replacement iol is 20/20 bscva. Cause of adverse event - lens caused or contribute to this event. Planned therapy is to monitor and observation.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - surgical procedure, secondary surgery; vision, impaired. (Lens rotation), defective lens. Evaluation method: lens work order search. Results: visual inspection of the returned product found half of the lens is torn off and missing. The remaining half is also torn in half. Optic and haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review and medical review. Results: device history record review: review of the device history record, found no issues related to the manufacturing process. Qe has determined that it is unlikely that the lens was damaged or not manufactured according to the procedure. Based on the investigation, the most probable root cause of this complaint cannot be determined. Medical review: od: reportedly an iol (one-piece silicon with a toric optic) was explanted/exchanged for a competitor`s iol, six months postoperatively, to address refractive error (increased astigmatism) caused by iol rotation. The adverse event was observed five weeks after initial implantation but lens remained implanted for few more months. After the lens exchange bcva was 20/20. Even though this event was attributed to the device, it is well known that positioning errors have the largest impact at higher cylinder powers. For every one degree of error in a toric iol`s rotational alignment, there is a 3.3 percent decrease in the correction of astigmatism (if a toric iol is misaligned by 10 degrees there was a 33 percent loss of toric correction). The literature reports that procedure related factors are the most likely causes of the residual astigmatism due to: pre-op measurement errors, incorrect marking of reference points on the cornea, incorrect placement of the iol, and failure to take in the account the impact of surgically induced astigmatism. Patient related factors such as capsular bag size and axial length are also contributive factors since early post-operative iol rotation is more likely to occur in eyes with larger capsular bags and longer axial lengths. Conclusions: based on the complaint history and work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of this event could (B)(4).